Event description:
A arthrex flip cutter 111 drill was used for case. It broke during case in pt. Dr (B)(6) was able to remove whole instrument from pt. Another one was opened and used ref number ar-1204ff lot 22n01.